Event description:
Physician placed an lp filter on (B)(6) 2010. The filter did not open and migrated cephelad. The filter was snared and during retrieval,it opened in the intrahepatic cava, where it remains.

Manufacturer narrative:
A review of the manufacturing records shows the lot of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of 60 (B)(4) filters, sold since october 2009. The device is not available for eval. No thorough investigation is possible.